Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative requested review of an atrial tachy response episode stored by this pacemaker system. Technical services (ts) reviewed per request. Ts advised it starts with a premature ventricular contraction followed by potential large and slow sinus bradycardia deflections then faster atrioventricular nodal reentrant tachycardia or junctional tachycardia cycles. There is oversensing of this intrinsic activity. Ts advised no programming changes are needed at this time, there were no other similar episodes stored. This pacemaker remains in service. No adverse patient effects were reported.